Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2019-03030. It was reported the patient's scs system was exhibiting high impedance. Diagnostic testing showed all of the lead contacts with high resistance. Consequently, surgical intervention was taken and the patient's scs leads were successfully replaced. Effective stimulation was reportedly restored postoperatively.